Manufacturer narrative:
(B)(4). Batch# :unknown. Reload lot no. R4048z, r40n4n. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please provide more event details? How much blood did the patient lose? Were any blood products or transfusion required? If so, please explain. Was a laparotomy required to control the bleeding? Was the reverse button used to attempt to open the jaws of the device? If yes, did the button function as designed? What is the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? If yes, please explain.

Event description:
Partial fire&malformed staples. It was reported that during the sleep surgery for weight loss surgery, when severing stomach tissue, could not fire farther after fired a half on the 1st firing.changed another one,after fired, noted the staples malformed and oozing. Used suture to oversew and stop oozing. Could not open the jaw after 3rd firing, used another device to cut off the tissue and removed the device. Cut-off tissue was not key tissue. No additional information can be provided.

Manufacturer narrative:
(B)(4). Additional information was received, and the following was obtained: how much blood did the patient lose? Unk, just oozing. Were any blood products or transfusion required? No. Was a laparotomy required to control the bleeding? No. Was the reverse button used to attempt to open the jaws of the device? Yes, but did not work. What is the current patient status? Unk. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? No.